Event description:
It was reported that the customer bumped into a corner and as a result the touch screen became shattered and unresponsive. In addition, the pump emitted a beeping noise. The customer's blood glucose was 118 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.